Manufacturer narrative:
The log files of the affected evita xl were provided for the investigation. Error log entries indicate a power supply malfunction. The revision index of the power supply shows that it was manufactured before 2005. Due to the error codes it could be concluded that the reported malfunction was the result of peak current which was necessary to adjust the breathing gas from an unstable o2 and air gas supply in the hospital. The device reacted as specified to the malfunction by generating an acoustical alarm and opening the airway system to allow for spontaneous breathing.

Event description:
The device shut off with audible alarm while in use. Thus, the user replaced the device. No injury has been reported.